Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was scheduled for a procedure. Prior to the procedure, the impedance in both the right atrial (ra) and left ventricular (lv) channels had decrease and the threshold had increased in both the ra/lv leads about the same time the heart logic started rising. There was no noise or artifact stored on the egms or presenting egms. An x-ray was performed and it confirmed that the device had dropped from the previous position and the slack on the leads were reduced. The plan is to possibly perform lead repositioning in the future. No adverse patient effects were reported. This crt-d, ra lead and lv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.